Event description:
It was reported by service report that the scale screen is blank and the bed exit lights stays on. It is unk if there was pt involvement or if there are adverse consequences to report.